Event description:
A malfunction was reported with the code malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information and assisted the caller in resetting the pump, after which the malfunction did not recur. The customer was advised to call back if the issue reappears, and they understood the instructions.